Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was 478mg/dl at the time of incident. Trouble shooting was performed found transmitter missing and battery went out. Customer did not noticed issue until he checked and had high blood glucose levels. Assisted in reconnecting all devices. Troubleshooting for the high blood glucose did not occur. The customer did not confirm if auto mode was used during the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with broken battery tube threads, broken battery cap metal contact, cracked case(battery tube), missing display window cover and cracked keypad at select button. (B)(4).